Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the reagent probe, mixer, and sample probe on the architect c8000 analyzer, sn (B)(4) required replacement. No additional discrepant results were reported since the parts were replaced. A review of the architect (B)(4) service history did not find any additional service tickets associated with discrepant/erratic results. No additional service or complaint issues were noted on or around the date the customer experienced the issue that may have contributed to the event. Tracking and trending was reviewed and did not identify any trends or systemic issues for the reagent probe, mixer, or sample probe. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and provides adequate information regarding troubleshooting of erratic/discrepant results and the removal, replacement, and verification of the reagent probe, mixer, or sample probe. Based on the investigation, no systemic issue or product deficiency has been identified for the reagent probe, mixer, or sample probe, or the architect c8000 analyzer.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on the architect c8000 processing module for multiple samples. The following example data was provided: sample 1: (B)(6) 2020 initial result = 8.0 mmol/l, repeat = 4.6 mmol/l. No impact to patient management was reported.